Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of sleeve detached. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The returned sensor wire was analyzed. During inspection, the sleeve was found detached from the wire, confirming the reported event. The excess of force applied to remove the wire probably caused to the sleeve detachment. Based on the analysis of the detached sleeve, the investigation concluded that the event was related to the procedure. An investigation conclusion code of adverse event related to procedure was assigned.

Event description:
It was reported that during a transureteral lithotripsy procedure, when the device was withdrawn from the loop of the guidewire and attempted to be used, the flex portion on the proximal side was peeled off outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a transureteral lithotripsy procedure, when the device was withdrawn from the loop of the guidewire and attempted to be used, the flex portion on the proximal side was peeled off outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported.